Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation was breached cut and exhibited cosmetic depression. There was apparent explant damage noted.

Event description:
It was reported that the atrial lead dislodged and had no sensing and pacing. The lead was removed and replaced. No patient complications have been reported as a result of this event.